Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the insulin pump had blank display. The customer's blood glucose was 435 mg/dl at the time of incident. The customer stated that the display returned after inserting a new battery in the insulin pump. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.